Event description:
Had perfix mesh plug hernia repair 19 months before with chronic disabling groin pain ever since. At time of explantation found to have ilio-inguinal, genito-femoral, and ilio-hypogastric nerve entrapment by mesh, as well as spermatic cord congestion by shrunken mesh.